Event description:
It is reported that osteolysis has been observed in stem zones 1 and 7 by gruen classification and cup zones 2 and 4 by delee and charnley classification.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: device was in vivo for approx 8 yrs and 5 months at the time that the event was reported. Device was not available because it may remain implanted; therefore, condition is unk. X-rays were not provided; it is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as activity level, type of activity (low impact vs high impact), and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.